Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral erosion. Following the revision surgery, the patient was well, stable, and the event resolved.

Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Product analysis cannot confirm the reported erosion allegation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral erosion. Following the revision surgery, the patient was well, stable, and the event resolved.